Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reaw1536 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reaw1536) have been reported from the same (B)(6) facility.

Event description:
Nurse reported a kink on the external portion of the PICC. The PICC line was inserted on (B)(6) 2017. The right cephalic vein was used, as the basilica vessel was being used for IV medication. The PICC line was trimmed at 50 cm and had an external length of 1.5 cm. Chest x-ray was completed post insertion as the patient was in atrial fibrillation. PICC remains in the patient and has been secured. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were observed throughout the sample. The catheter terminated at the 50cm depth marking. Microscopic inspection of the distal tip of the sample revealed striations typical of a sharp instrument cut. The extension tubing markings and several depth markings were partially worn. A permanent kink impression was observed at the 1cm depth marking. Tactile inspection of the sample confirmed the presence of a kink impression at the 1cm depth marking. The sample kinked preferentially at the impression site during manual manipulation. Comparison between the complaint sample and a similar non-complainant device confirmed that the complaint sample kinked more easily. Microscopic inspection of the sample confirmed the presence of a permanent kink impression but was otherwise unremarkable. The preferential kinking exhibited by the complaint sample indicated that the sample had been previously kinked. The usage residues and marking wear suggested that the catheter was in use and the kink location suggested that catheter securement technique contributed to the observed event. The product IFU states ¿do not bend the catheter at sharp angles during implantation.¿